Manufacturer narrative:
Product ID: 7428, explanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported the patient experienced an uncomfortable feeling due to the security belt on the implantable neurostimulator (ins). It was stated the patient had symptoms of irritation. It was later reported the patient recovered without sequelae on (B)(6) 2012. Additional information stated the event was resolved after the replacement of the patient¿s two ins units with one different model ins on (B)(6) 2012.